Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The right atrial (ra) lead and the right ventricular (rv) lead were removed while a temporary lead was inserted into the atrium and connected to the device. The patient was treated with antibiotics. The device alerted for impedance out of range on the rv lead but that was to be expected as there were no lead connected to the device rv port. After the patient was treated with antibiotics, the temporary lead and ICD was removed and a new ICD system was implanted on the right side of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.